Manufacturer narrative:
The insulin pump was received with blank display due to battery tube connector not fully connected. The insulin pump was received with scratched lcd window. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that the insulin pump had a blank display. The customer's blood glucose was 382 mg/dl at the time of incident. The customer's blood glucose was 486 mg/dl at the time of call. The customer stated that they treated the high blood glucose with back-up insulin pump. The customer stated that the display did not return after insulin pump rest. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.